Manufacturer narrative:
The pipeline device was not returned for analysis as it was implanted in the patient and the push wire was discarded at the site. The complaint could not be confirmed, and the event cause could not be determined. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. (B)(4).

Event description:
Medtronic (covidien) received report that the push wire of a pipeline broke during a procedure. The patient was being treated for a 2mm pseudoaneurysm in the petrous segment of the left internal carotid artery (ica). Vessel tortuosity was moderate to significant. The pipeline was navigated to the implant site without resistance. There was significant manipulation of the pipeline in order for it to open in the tortuous vessel. The pipeline was 80% delivered when the push wire broke and control of the device was lost. It is not known how many times the physician rotated the push wire. The remaining 20% of the device was unsheathed and opened fine. The broken distal segment of the push wire was successfully retrieved using a snare. Once removed, it appeared that the push wire broke between the proximal and distal bumpers of the delivery wire. The procedure was completed by implanting a second pipeline, as planned. There was no injury to the patient as a result of this event. The patient is currently fine.